Manufacturer narrative:
H11: after further review of this complaint. Vyaire medical found out that this complaint is non quality complaint. The device functioned as intended and the user is just annoyed of the alarms. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. There is no reported issue that occurred during normal operation of the device. This complaint file will be closed with no further action required. Vyaire reference number of the original complaint: (B)(4). Under medwatch (B)(4) .

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the 190 scope display color bars when connected. The 180 and cf-h190l scope operates as normal in another room. Per tac instructions, the customer checked the light cables and no issues ensued. Tac advised the customer to verify that the maj-1430 was disconnected when using the 190 series scope. In addition, tac advised to re-seat the maj-1933 and to attempt exchanging the clv-190 light source. The customer was not in front of the cv-190 at the time of call. A follow up was made and the customer was uncertain if the issue was resolved. The customer will call back for further troubleshooting assistance if needed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display color bars. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.